Event description:
The pt experienced a return of symptoms and hypertonia. The pt's spasticity was not controlled. The hcp refilled the pump and did dose adjustments ever 4-6 weeks. The pump was implanted deeply and successful pump telemetry could not be established for interrogation or for a roller dye study. Pump refill was also very difficult. The pt had gained weight since device implant in 2004. The hcp planned to do pump replacement. The pt outcome was reported as a 'non-serious injury/illness.' Add'l info has been requested. A f/u will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).